Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description air in line alarm detailed inquiry description d5 administered without asv; the alarm was air in line air bubble alarm. We did not see air bubble in the tubing so I asked for her to open the door so we could inspect the sensor. Multiple bubbles were seen at the junction and I asked that she remove the tubing. I observed her attempt to remove the tubing without pressing the green button- I stopped her and had her press the button first. She was able to flick the small bubbles from that area and displace without needing to prime. When reinserting the tubing I observed improper loading. I walked this rn through how to load and unload tubing properly. I re-rounded with her at 1145 and she states there have been no further alarms. Shen states it is going better since proper loading and set up of tubing. No injury reported.